Manufacturer narrative:
The distributor's service engineer evaluated the iabp unit and all tests passed. The ECG was tested with simulator and there is no noise in the interference test. If the ECG is abnormal, it is recommended to replace the patch and clean the skin (including hair). The unit was then calibrated, and all functional and safety checks to meet factory specifications were performed. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) ECG signal couldn't be obtained. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) ECG signal couldn't be obtained. No patient injury.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d9(device avail for evaluation), h3, h8 h3 other text : not returned to manufacturer.